Event description:
Peripheral angioplasty - boomerang deployed successfully and dwelled for 2.5 hours. Device removed, site fine prior to removal. Manual compression difficult due to patient size. Hematoma developed immediately following manual compression. Physician applied manual compression again for 15 minutes. Once manual compression removed, hematoma grew larger. Held manual compression for another 15 minutes. Patient returned to the hospital 1 week post the procedure. A hematoma and pseudoaneurysm originated from the distal left common femoral artery. Thrombin was injected.